Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 357 mg/dl. The customer reverted to an alternate method of insulin therapy. It was also reported that the insulin gauge was inaccurate. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.